Manufacturer narrative:
The product was returned on 6/11/2015 for evaluation. The results of the return evaluation were not available for review at the time of this investigation. If new information becomes available at a later date this complaint will be updated &/or a follow up be sent.

Event description:
Dealer is stating that the units alarm doesn't work correctly, shuts down.

Manufacturer narrative:
The underlying cause documented on the irs or return fields in oracle is identified as: assembly/component issue / defective controls (on/off switch), saturated sieve beds & defective 4-way valve. The product was returned on 6/11/2015 for evaluation. The results of the return evaluation were not available for review at the time of this investigation. If new information becomes available at a later date this complaint will be updated &/or a follow up be sent.

Event description:
Dealer is stating that the units alarm doesn't work correctly, shuts down.